Event description:
Adverse event: procedure interrupted. Malfunction: error message given; secondary energy out of range; footswitch issue. A technician reported secondary energy was out of range. The procedure was interrupted at 93% completion. It was reported that they were not able to continue forward, with the remaining treatment and the surgeon decided to complete the case by reprogramming the laser to deliver the remaining 7% of the treatment. The remaining treatment was delivered without any concerns. The pt has not suffered harm or injury, due to the reported event.

Manufacturer narrative:
Determination of root cause: assessment: alcon sales representative reported, while on site, system error opm 34 (secondary energy too low) during a surgery. This error interrupted the case at 93% of intended completion. Upon surgeon's instructions, the remaining treatment (7%) was re-programmed and case was completed, the same surgery day. Alcon territory manager (tm) was able to confirm that error message (opm 34), which upon his testing occurred when the footswitch was released and depressed slowly during a procedure. The error was also noted and confirmed on surgery logfile review. The tm replaced the footswitch. After testing system, with the new footswitch, the tm noted that no errors were observed, even under the condition described above. Tm completed a system verification and confirmed system was operating to specifications. Facility footswitch was replaced and the system was verified, to confirm to be functioning within specifications. Field testing, diagnosis and replacement of causative agent sufficiently addressed the issue, and no further part investigation was considered necessary. Part was returned to MFR, and no further investigation was required. No other reports, indicative of an event similar to one being investigated, have been received on this system. Pt impact investigation was conducted. The surgeon related that the cause involved did not suffer any harm or injury, due to the reported event. Conclusion: root cause for this reported event was a faulty footswitch. (B) (4)